Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2016, to report that the patient's receiver was not uploading on (B)(6) 2016. No additional event or patient information is available.